Manufacturer narrative:
Correction to g3 - aware date was 03 april 2023.

Event description:
It was reported, the patient had an urgent MRI and the device was not programmed into MRI mode. Following the MRI the device was observed to be in back up mode. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable.